Event description:
It was reported that the tip of the catheter broke off. A flexima apdl drainage catheter was selected for use. The physician placed the device in the liver and injected alcohol through the catheter into the liver cysts. The catheter remained in the body for a few hours. However, when the physician checked for the progress of the desired procedure, it was noted that the tip of the catheter broke off. The device was removed, and no patient complications were reported.

Manufacturer narrative:
The event date was not provided and estimated to (B)(6) 2022.